Event description:
Upon full extension of the torque catheter, it pulled the capsule off without cutting the plastic fusion. Wire access was temporarily lost and regained with a different wire. This graft's contra frame was unable to acheive a seal. A stent implantation was necessary to achieve a seal. No further interventions required and case completed.